Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler initially did not power on. The internal inspection of the cycler showed that the power cable between the a c distribution board and the power supply module was loose at the power supply connection. The cable was reconnected and the cycler powered up normally. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The cycler was found to have insect infestation. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. Load cell verification passed. The go / no go check passed. The patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 0 of 4 an air detected in cassette warring was encountered. Then during drain 3 of 4 an overfill event was indicated due to the manual drain being 4020ml, which is 201% of the 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up with the patient¿s spouse it was reported that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The spouse stated that the patient has received a new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 0 of 4 an air detected in cassette warring was encountered. Then during drain 3 of 4 an overfill event was indicated due to the manual drain being 4020ml, which is (B)(6) of the 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up with the patient¿s spouse it was reported that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The spouse stated that the patient has received a new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during drain 0 of 4 an air detected in cassette warring was encountered. Then during drain 3 of 4 an overfill event was indicated due to the manual drain being 4020ml, which is 201% of the 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up with the patient¿s spouse it was reported that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The spouse stated that the patient has received a new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The cycler was reported to be returned to the manufacturer for physical evaluation.